Event description:
Olympus was informed that during an unspecified procedure, the electrode was working intermittently. No further info was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report and was informed that subject device was used in an unspecified procedure sometime in (B)(6) 2012 and the pt reportedly was shocked and sustained internal burn in the bladder. The pt is reportedly doing fine after the f/u visits. It is unk if the pt required add'l medical treatment. The electrode and cable were returned to olympus for eval. Based on the initial inspection performed by the local rep on the returned devices, both the electrode and the hf cable are intact and seemed to work appropriately. The rep mentioned that the user facility utilized a non-olympus electrosurgical unit (bovie generator) during the procedure. The exact cause of the pt's outcome could not be conclusively determined. A supplemental report will follow if add'l and significant info becomes available at a later date. This report is being submitted as a medical device report in an excess of caution. Cross reference MFR report #: 9610773-2012-00091.